Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the customer had hypoglycemia events as a result of the insulin actually being delivered despite it producing the error. Troubleshooting was not performed. The device will not return for the analysis.